Manufacturer narrative:
The customer contacted a siemens customer care center and reported that the dimension vista 1500 instrument flagged low glucose (glu) patient results and quality controls (qcs) with "abnormal assay". Siemens remotely reviewed the instrument files and observed flagging for the sample mix on the result monitor. A siemens customer service engineer (cse) was dispatched to the customer's site; during this visit, the cse: inspected the instrument; replaced and aligned sample probe 1 (s1) mixer; ran qcs and the glu assay, resulting acceptably. As per the dimension vista operator's guide, results flagged with "abnormal assay" should not be reported to the physician(s). The customer did not follow these instructions and reported the results flagged with "abnormal assay". The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Flagged, falsely low glucose (glu) results were obtained on two patient samples on a dimension vista 1500 instrument. The flagged results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the flagged, falsely low glu results.